Event description:
Defective door hinge. Device history record was reviewed, no event linked to the reported issue was observed. Device log review is not applicable for this type of event. 3 x front base volumat were sent for investigation. During visual inspection, it was noticed that all bases were missing their axis which confirmed the reported event. Loose or missing axis may be due to a slight incorrect adjustment of the axis during supplier's manufacturing process. Corrective measures regarding this particular were taken by the subcontractor end of 2016 however those actions were not effective. Therefore new corrective actions were implemented in october 2018. The defective parts received were manufactured between those two actions. Event (B)(4) is now closed. This complaint is valid. Reported risk is lower than estimated risk.

Event description:
Defective door hinge.